Event description:
It was reported that the patient presented to the emergency room with inappropriate shocks. Interrogation revealed over sensing and fluoroscopy showed dislodgment of the right ventricular lead into the right atrium. The lead was explanted and replaced. During explant the helix would not retract and an insulation breach of the lead was noted. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on distal electrode, and the lead appeared damaged at implant. Performance data collected from the device was analyzed and two ventricular non-sustained tachycardia episodes of less than or equal to 211 ms occurred on (B)(6) 2012 at 19:14: 08 and 19:14: 13. Four ventricular fibrillation episodes of less than or equal to 200 ms average v-cycle occurred on (B)(6) 2012 between 18:55:45 and 18:58:56. Five lead failure predictor high rate-non-sustained episodes of less than or equal to 21 ms average v-cycle occurred on (B)(6) 2012 between 18:37:46 and 18:39:02. Ventricular short interval count v-sic=1268 counts, in 24.38 days, between (B)(6) 2012. One patient alert for lead failure predictor occurred on (B)(6) 2012 18:38:42.